Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead had rising and high impedance. It was suspected that the issue may be due to calcification. It was planned to have the polarity switch turned off. The lead remains in use. No patient complications have been reported as a result of this event.